Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Using a new guide wire, resistance was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, eccentric, de novo 95% stenosed mid to distal right coronary artery (rca), the 2.5 x 38 mm xience prime stent delivery system (sds) met resistance during advancing over the guide wire in a guiding catheter. It was noted that the resistance was between the xience prime sds and the guide wire. The xience prime met resistance and was removed separately from the guide wire; a second xience prime sds was used in the procedure without noted resistance or issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.